Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease assessed as fold flaw opening. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19jan2024.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted.